Event description:
Everest set screw backed out approximately 6 weeks post-operatively. The patient was revised.

Manufacturer narrative:
The explanted parts were evaluated microscopically and on three of the set screws, the damage to the set screws where they contact the rod is consistent with the rod not being fully seated in the pedicle screw. Even though the proper torque was reached, back out of the set screw can occur in cases where the rod may not have been optimally seated in the pedicle screw. The torque limiting handle was inspected and found to be within specification. The manufacturing and inspection records for the parts were reviewed and there were no discrepancies. Possible causes of set screw back out were reviewed with the surgeon. The findings were reviewed, in particular, the damage on the perimeter of the bottom of the set screw and the lack of a defined impression on the center, which indicated that the set screw was advanced with the rod providing resistance. The different characteristics of the torque limiting and torque indicating handles were also reviewed with the surgeon. Incidents of this nature will continue to be closely monitored.